Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen at a follow and the left ventricular lead showed out of range pacing impedance measurements. The sensing and pacing thresholds were stable. Possible calcification was suspected resulting in the increase in the pacing impedance measurements. The patient will continue to be monitored. No adverse patient effects were reported. The device and lv lead remain implanted.